Event description:
It was reported that iodine leaked during use of a minicap extended life pd transfer set. The event was further described as ¿iodine leakage as the set cannot be tightly connected to mini cap¿. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.